Manufacturer narrative:
This report is submitted in compliance with FDA regulations 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury. Inmode has provided all relevant information known to the company as of the submission date of this report and will file a supplemental report if additional relevant information becomes known. (B)(6) 2025: a folllow-up report is submitted with additional information. The subject patient has informed inmode that she has been tested for possible pathogens and has tested negative. The patient is undergoing a proactive, preventative regimen of medication, and will undergo further testing in the coming months to confirm the negative results. Inmode has also tested the used tip for pathogens and the results came back negative.

Event description:
It was reported that three days after the sterile tip was used on a patient, the same sterile tip was re-used on a different patient, resulting in a potential exposure to pathogens. Upon discovery of the device reuse, the patient was notified and encouraged to seek appropriate medical treatment and testing. At the time of this report, no patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is submitted in compliance with FDA regulations 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury. Inmode has provided all relevant information known to the company as of the submission date of this report and will file a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days after the sterile tip was used on a patient, the same sterile tip was re-used on a different patient, resulting in a potential exposure to pathogens. Upon discovery of the device reuse, the patient was notified and encouraged to seek appropriate medical treatment and testing. At the time of this report, no patient complications have been reported as a result of this event.